Event description:
It was reported that during the device interrogation, the right ventricular (rv) lead's high voltage battery (hvb) coil and superior vena cava (svc) coil impedance were high and had unstable impedance. It was also reported that the lead trend showed measurements that were varied/erratic since implant. Subsequently, they discovered that the hvb coil was loose as the terminal pin was not in the header securely. The lead was revised and the pin was reinserted into the header. The lead and device remains in use. No patient complications have been reported as a result of this event

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.